Event description:
In 2007, at 4:35pm, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the pt has not been able to use the meter since last month due to a technique issue. The pt has been applying the blood sample to test strip before inserting the test strip into the meter. Per the owner's manual, the test strip should be inserted into the meter before a drop of blood is added onto the test strip when the meter reads apply sample. The complaint is classified based on the documentation of the customer care advocate (cca). The pt takes her usual diabetes medication of avandia daily. At some point after the pt was unable to take the medicaiton for at least a month, she developed symptoms described as "cold sweat, thirsty, and clammy." The pt did not test on another meter. The pt did not require medical intervention as a result of the reported issue. During the troubleshooting session, the reported issue was resolved through training. This complaint is being reported because the reporter alleged the pt developed symptoms suggestive of hypoglycemia and/or hyperglycemia after she was unable to test her glucose for a month. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned , lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.